Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement test. No motor error alarms were noted. The motor passed motor test. The pump had minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 300 mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field such as MRI. The customer didn't reported an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.